Event description:
During the procedure, the distal end of the smart control stent prematurely released approximately 0.1cm. The target lesion was located in the right subclavian artery. The lesion was described as 95% stenosed with heavy calcification. The reference vessel was moderately tortuous. When the smart control stent was being pushed in and out several times to cross the target lesion, the distal end of the smart control stent seemed prematurely released approximately 0.1cm. The device was safely removed from the patient and changed to another unknown product. The procedure was successfully completed without any other issues. There was no adverse event and the patient was in stable condition. The product will not be returned. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The user held the handle of the smart control stent delivery system flat and straight outside the patient . No unusual force was used at any time during the procedure. However, the device was pulled back and forth several times. The tantalum markers were observed to open symmetrically.

Manufacturer narrative:
The product is not available for evaluation. Concomitant devices were unknown. When the smart control stent delivery system (sds) was being pushed in and out several times in an attempt to cross the target lesion, the distal end of the sds prematurely released approximately 0.1cm. The device was safely removed and there was no reported patient injury. The target lesion was located in the right subclavian artery was described as 95% stenosed with heavy calcification and moderately tortuous. The locking pin was in place during advancement towards the lesion and was not removed until an attempt was made to deploy the stent. The user held the handle of the smart control stent delivery system flat and straight outside the patient. Although the device was pulled back and forth several times, no unusual force was used at any time during the procedure. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15092495 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine root cause, no corrective actions will be taken at this time. An internal cordis investigation revealed that pushing the sds against resistance can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping with the locking pin still in. The instructions for use (IFU) states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.